Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and noticed when priming, the reagent probe b waste valve did not have adequate suction which caused the wash fluid to leak out of the wash collar. The collar wash waste valve stuck and would not open all the way. Fse removed, opened, cleaned and lubricated the waste valve to resolve the issue. Fse ran quality controls and all passed. Instrument resumed operation. (B)(4).

Event description:
The customer reported noticing liquid from the reagent probe b while loading reagents on their unicel dxc 600i synchron access clinical chemistry system. The volume leaked was about 10 to 15 milliliters (ml) and was contained within the drip tray. The operator wore gloves, goggles and lab coat while troubleshooting. No one was injured. No erroneous results were generated.